Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the product in question was a product prior to countermeasures due to the change in the designing of the operation amplifier circuit of the patient board (dr board) on april 16, 2018, the potential cause of the reported no image malfunction with 180 scopes is due to the failure of the operation amplifier. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the reported no image / black colored screen with the use of 180 series type endoscopes which was due to faulty patient boards (ap and dr). Additionally, the image freezes when utilizing 190 series endoscopes, and a yellowish colored image with 190 series camera head. Unable to conduct white balancing function due to faulty (dp) board. Furthermore, the software upgrade to the latest version is recommended and there is minor cosmetic deformation on external top cover with cosmetic scratch on that front panel; does not affect fit and functionality of device. The device is pending repair. A review of the device's history showed the device has no repair records; purchase date - january 20, 2015. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified procedure, the evis exera iii video system center was reportedly not accepting 180 series type endoscopes or older; there was no image. No patient injury or harm was reported.